Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. Furthermore four channels post-operatively migrated out of cochlea. A full insertion was reported at implantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipients hearing with the device is affected. There is no specific incident of a trauma or accident reported nor have there been any changes in health or medication. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Furthermore, two channels post-operatively migrated out of cochlea. A full insertion was reported at implantation surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was planned but no further information has been received. This is a final report.

Event description:
The recipients hearing with the device is affected. There is no specific incident of a trauma or accident reported nor have there been any changes in health or medication. Only 5 channels are now available for stimulation.re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipients hearing with the device is affected.